Manufacturer narrative:
B3. D6a: date is approximate, year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Limited information reported that during the implant of 2 visipro stents about 8 years ago, a "piece of the blade broke off" and has now migrated through the patients body. It is now behind their left knee, but the original position was unknown and they were originally told that the foreign object would not migrate past the stent but it now has. The patient does not report any issues associated with this. No patient complications have been reported as a result of this event.